Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a failed drawer and the solenoid exhibited signs of discoloration. A field service engineer replaced the solenoid, square clip plunger, drawer board, and full height interface board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failed. Customer confirmed that there was a delay in patient care and the administration of medication due to the entire drawer being offline for about three hours. As a result, nurses had to utilize alternative pyxis machines within the unit to obtain the necessary medications. There were no adverse events or injuries reported based on this event.